Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump screen was cracked after being sat on by a non-user, resulting in a physically broken display and necessitating a replacement device; the user transitioned to backup therapy and blood glucose was reportedly unaffected. Symptoms included no reported adverse clinical effects. Outcomes included no reported injury, no medical intervention, and no hospitalization. Investigation included customer interviews and review of reported device performance. Investigation of this case revealed physical damage to the ilet display consistent with external impact, with no evidence of device malfunction and no device data available for analysis because the unit was not returned. Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.